Manufacturer narrative:
Product complaint # pc-(B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d4: updated d11: additional concomitant device reported h11: d9: complainant device is not expected to be returned for manufacturer review/investigation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D9

Manufacturer narrative:
Patient identifier (B)(6). Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6), 2020 that a trochanteric fixation nail advanced (tfna) was used. The proximal locking screw of the nail did not work and despite tightening it to the stop, the cephalic screw continued to rotate freely, which will allow the fracture to collapse. Concomitant devices reported: tfna end cap extens. Five (5) tan (part# 04.038.005s, lot# unknown, quantity# 1), tfna fem nail ø10 125° l170 timo15 (part# 04.037.012s, lot# unknown, quantity# 1), tfna helical blade perf l100 tan (part# 04.038.400s, lot# unknown, quantity# 1), torque limiter 6nm f/ao/asif f/reamer (part# 03.140.023, lot# unknown, quantity# 1). This report is for one (1) 5.0mm ti locking screw w/t25 stardrive 40mm f/im nail-ster. This is report 1 of 1 for (B)(4).